Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product codes are mni, mnh, kwq, and kwp. This report is for one, unknown pangea screw. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. (Therapy date): the exact date of implant is unknown and was reported only as an unknown date in 2011. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision/hardware explant surgery was performed on (B)(6) 2017 due adjacent level disc degeneration and a broken pangea screw. The patient was initially implanted with unknown pangea implants at levels l3-s1 on an unknown date in 2011. The adjacent level disc degeneration and a broken screw were discovered on an unknown date and the decision was made to remove the pangea construct and revise the patient with new devices. It is unknown if the broken screw was located within the removed pangea construct during the (B)(6) 2017 revision surgery. Concomitant devices reported: unknown pangea instrumentation from l3-s1. This report is for one, unknown pangea screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a broken screw was located at left l-5 level.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the adjacent level disease was located at l-2 level. This is report 1 of 4 for complaint (B)(4).